Event description:
Testing performed on biosite cardiac marker device (meter control version:5.02.028). Test results were sent across interface and posted on patient record as p tni 0.06; p bnp 147 .oh; p ckmb-4.0; p myo 289.oh. Printout showed a backlit "low" result overlaying each result. No numeric results displayed. Tests were repeated and results were: p tni 0.31, p bnp 353.oh, p ckmb 8.2 ,p myo 186.oh. Information has been reported to biosite who is investigating the reason for the "low" message displayed on the meter.